Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. A retainer leg of the anvil was observed to be bent. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the observed anvil damage may occur if the anvil is manipulated with excessive force during the attachment to the instrument, or if the anvil is mishandled during the removal from the tubing. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic roux-en-y gastric bypass, the device broke while being used in creating the gastrosto my-jejunostomy anastomosis. Surgeons noticed while pulling orogastric tube through the gastric pouch that at the beginning part of the device, the metal flanges were not flush like normal. Instead, they were splayed out. Additionally, it was noticed that the rescue suture somehow was underneath the metal flange and was tangled. The device could not be pulled out through the pouch as usual, nor did the rescue suture work to retrieve the device. Therefore, endoscopic graspers had to be deployed to retrieve the device. There was a tissue damaged and laceration and had to used suture. The surgery time was extended 30 minutes or more because they removed the defective device and start all over with the new device in order to complete the case. Patient is alive.